Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped suddenly from 75% to 5%. Following the battery drop a malfunction alarm occurred. The customer's blood glucose (bg) level was 375 (mg/dl) at the time of the event due to recently eating ice cream. A correction via the pump was delivered to address bg level prior to the malfunction alarm. Reportedly the customer had an alternate pump for insulin therapy.